Event description:
It is reported that the customer had high blood glucose levels of 160 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that insulin squirted out of the insulin pump during the manual prime process. The customer also reported that insulin continued to drip after the motor stops during the manual prime process. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump was sticking out. The customer was advised to disconnect from the insulin pump. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.